Event description:
Placed a line and had issue with possible air embolism rn flushed line prior to insertion. Line had approx 15 ml of air pulled from it. We CT pt with no adverse issue.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewd1003 showed no other similar product complaint(s) from this lot number.